Event description:
Customer reported an issue with their device, which occurred after being exposed to multiple metal detectors at airports while traveling. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and upon doing so, the malfunction code did not recur. Customer was advised to continue using the pump and to call support if any issues reappeared.